Event description:
It was reported that during a coronary stenting treatment procedure, stent embolization occurred. The lesion was located in the highly calcified right coronary artery (rca). The physician predilated the lesion multiple times with a 3.00x15mm maverick balloon at 12 atms. When attempting to deliver the 4.00x24mm liberte bare metal stent to the rca, the stent dislodged in the proximal rca. There were no procedural difficulties reported prior to the dislodgement, and no attempt was made to pull the device back into the guide catheter. No attempt was made to snare or crush the stent. The pt was sent for bypass surgery and was eventually released and is reported to be fine. There were no reported complications related to this event. Further info was requested but was not available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.